Event description:
Drain heater coil overheated, resulting in production of smoking within unit. Visual check shows evidence of fire or burns. Operator notified fire department at time of incident. Fire department instructed to bring for inspection. Design flaw evident, as conditions has high likelihood of recurrence even after repair. Unit assembled with fiberglass insulation in contact with drain heater assembly and then covered. Suggest manufacturer re-design drain heater to isolate heating element from any flammable materials. Also, a timer should be placed in circuit to prevent power from being applied for an extended time to drain heater. Strongly recommend manufacturer design circuit breaker or fuse into unit to interrupt power in case of malfunction.